Event description:
A customer reported that the low/high glucose alarm did not sound from the adc device. The customer experienced seizure, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low/high glucose alarm did not sound from the adc device. The customer experienced seizure, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage is observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The low glucose threshold in the alarm settings was set. The sensor was activated with a known good reader and a linearity test was performed. A low glucose alarm did not go off. An extended investigation has also been performed. Performed a visual inspection on the returned sensor puck and no issues such as contamination or damaged components were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). However, upon reviewing the initial sensor scan, sensor state 5 (normal termination) with event logs 3 (sensor expired) and 4 (life ended) was observed. Reprogrammed the returned puck and activated the puck with a known good apple iphone xr device with ios 15.6 and librelink application. Performed an alarm accuracy test using simvivo test fixture and keithley source meter for testing high and low glucose alarm, however alarms did not go off. No issues were observed upon inspecting the application specific integrated circuit (asic) unit. Using a digital multimeter (dmm), probed each asic pin, and no abnormal readings were observed. Further examination of the bluetooth low energy (ble) unit and comparison with a known good puck revealed that the ball grid array (bga) solder joints were not misaligned or shorted on the returned sensor puck. Using the oscilloscope and placing the returned puck in a simvivo fixture, activated the returned puck with a known good reader and observed no oscillations on the oscilloscope display for 48 mhz crystal oscillator y1. Swapped the crystals between the returned puck and a known good puck and observed that a known good crystal y1 was not oscillating. However, the returned crystal was oscillating on a known good sensor puck thereby evidencing that the ble chip was the cause of the fault. Therefore, this issue is confirmed to a faulty bluetooth unit. In addition, the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The high/low glucose alarms on ios/fsll 2.5.3.3088 were reviewed and did not identify an issue with the fsll app.